Event description:
It was reported that a pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer followed tips provided by technical support to prevent future altitude alarms and continued using insulin with the original cartridge.